Event description:
Reporter indicated a patient experienced an increase in seizure acitivity above the pre-vns baseline count. The patient was admited to a hospital for monitoring. No recent medication or environmental changes were reported. The cause of the increase in seizure remains unknown at this time. Diagnostic testing run on the device indicated proper device function. However, a rough battery life calculation using programming data provided by the site indicated 0 years remaining, until the device reached end of service. Revision surgery is likely.